Event description:
Related manufacturer reference number 3006705815-2022-17939. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. Attempts to reposition and reprogram were unsuccessful. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.